Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent backup battery fault alarms which was confirmed on log files. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 6 days ((B)(6) 2022 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). Starting from the beginning of the log file, (B)(6) 2022 at 14:12:35, intermittent strings of backup battery fault alarms were active due to the backup battery load test not passing. The initial load test was not captured in the log file due to the data being overwritten. On 4jan23 at 11:47:30, the backup battery not installed alarm and backup battery memory tag fault were active, consistent with reseating the battery. At 11:47:34, the alarms resolved after passing a backup battery load test once the battery was reseated. There were no other notable alarms active in the log file. A review of the periodic log files contained data spanning approximately 12 days (24dec22 ¿ 4jan23 per timestamp). From 31dec22 at 6:18:04 to 4jan23 at 11:17:38, the backup battery fault alarm was active due to the backup battery load test not passing. The periodic log file captures events at designated intervals and so the initial backup battery load test was not captured in the log file. There were no other notable alarms active. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis in unremarkable condition. The system controller was functionally tested and found to operate as intended; atypical alarms were unable to be reproduced. Per the provided information, a controller self-test was performed to troubleshoot the backup battery fault alarms; however, the alarms were unable to be cleared. The patient has not reported further alarms since the controller was exchanged. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use , rev. C, section 2 - "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 - ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.